Event description:
It was reported that the handpiece had no power and that the blade broke. This occurred during set-up. There was no patient involvement, surgical delay or adverse consequences as a result of this event.

Manufacturer narrative:
Upon device evaluation, it was determined that the reported event had also been submitted to FDA on 04-nov-2014 under MFR report #0001811755-2014-03933 (stryker reference pr #(B)(4)). Since these were determined to be duplicate complaints, a supplemental MDR is being submitted to reflect that the information was initially reported by the user facility. Duplicate complaint.

Event description:
It was reported that the handpiece had no power and that the blade broke. There was no patient involvement, surgical delay or adverse consequences as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.